Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 18 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as sweating, unresponsiveness, loss o consciousness, and a diabetic coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer was concerned about over or under delivery of insulin. The customer also stated that they has discontinued pump use from (B)(6) 2018 to (B)(6) 2019 due to what seemed like continued malfunctions with the pump. The customer mentioned possible issues with low alerts, and fluctuating blood glucose levels. The insulin pump will not be returned for analysis.